Manufacturer narrative:
Initial 2 of 2. Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported two sets that the patient experienced hyperglycemia 300 mg/dl due to infusion set tubing was leaking at the site in used for two days for event 1, less than one day for 2nd event on 13 apr 2026 and treated with correction bolus via pump.